Event description:
A medtronic rep reported that the mdt arm slipped and registration was lost. Use of the medtronic system was discontinued, surgery was completed. There was no impact to the pt.

Manufacturer narrative:
The device was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The arm was checked and the joints were solidly locked in place and had not slipped on the head holder. The rep was informed that someone had learned on the device during surgery.